Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller being exchanged due to low speeds and pump stops was confirmed. A review of the submitted primary controller log files spanned approximately 49 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 02:21:20 the pump struggled to maintain the set speed while connected to batteries resulting in low speed operations, pump stops, and elevated power. These speed fluctuations continue through the remainder of the log file until the driveline was disconnected on (B)(6) 2023 at 02:22:47. There were no notable alarms active in the log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. Evaluation of the returned pump revealed damage to the driveline wires resulting in a phase to phase short causing the observed low speeds and pump stops in the log file. The reported event was not correlated to an issue with the returned system controller. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms including driveline disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review of 2 sets of log files for the patient captured numerous low speed and pump stop events between 2:22 am and 3:34 am on (B)(6) 2023 while the patient was connected to batteries. The log files from the primary controller showed multiple pump stops and low speed advisories with speed drops as low as 0 rpm. These were occurring on batteries. There were drive line disconnects at the end of the first set of log files on (B)(6) 2023 at around 2:22 am. The log files from the backup system controller showed that the patient changed to this controller at around 2:29 am. The data showed multiple pump stops and low speed advisories as low as 0 rpm, which appeared to be occurring on batteries. Pump function returned to baseline parameters at around 2:34 am and was there for the remained of the log file. It was suggested that the patient¿s previous driveline short-to-shield may have progressed to a phase-to-phase short, or there was the potential that something was passing through the pump. An additional set of log files submitted on (B)(6) 2023 again showed the previously documented pump stop alarms, and following those events the pump appeared to be operating as intended with no abnormal alarms or events recorded. On (B)(6)2023 the patient had a heart mate ii to heart mate ii pump exchange via subcoastal incision for possible pump thrombus. Images of the driveline and pump, along with echocardiogram, also contributed to a secondary suspicion of the inflow cannula contributing to the development of suspected thrombus. Related manufacturer's reference number for the pump exchange: 2916596-2023-08975.

Manufacturer narrative:
Section d4: device serial number was not provided and will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.